Event description:
Percutaneous sheath had an air leak causing respiratory distress and sudden hypoxia in pt. Implanted on 9/24 in subclavian with catheter. Another pulled on 9/24. Started having problems when drawing blood.